Event description:
The advocate stated her son received a blood glucose reading of 50mg/dl from his contour and a reading of 120 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer has no strips left so information could not be provided. Replacement meter was sent.